Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with moderate tortuosity, moderate calcification and 98% stenosis, pre-dilatation was performed with a 1.5x12 unspecified balloon catheter. A 3.0x23 rx xience prime stent delivery system (sds) was advanced, resistance was felt with the patient anatomy and force was applied. The stent was deployed; however, a proximal edge dissection occurred during stent deployment. A 3.0x15 rx xience prime stent was deployed to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. It should be noted the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The reported patient effect of dissection is a known observed and potential patient effect as listed in the IFU. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar against resistance incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.